Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed functional testing) was confirmed. The monitor failed incoming functional testing at the distributor. The monitor reset during testing. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functional testing.

Manufacturer narrative:
Follow-up report - device evaluation ((B)(6) 2016). Device evaluation of monitor sn ((B)(4)) has been completed. The reported problem (monitor reset during testing) was investigated. Upon investigation, contamination was found on the j1002aa and j1003aa connectors on the defib board as well as the j1000 connector on the ca board, resulting in intermittent high resistance connections. The cause of the incoming testing failure was isolated to the contamination. The root cause of the contamination was unable to be positively identified. No adverse event resulted from the defective monitor. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed functional testing) was confirmed. The monitor failed incoming functional testing at the distributor. The monitor reset during testing. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functional testing.